Manufacturer narrative:
The manufacturing records were reviewed and no issues were found. The device was not available for return.

Event description:
It was reported to nevro that the patient was admitted to the hospital for blood clots. The lead was removed and the patient was started on heparin. The physician believes the incident was caused by the patient stopping her blood thinners for the procedure. There have been no reports of further complications regarding this event.